Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000133021.

Event description:
It was reported that the patient experienced ineffective therapy because of high impedances on the lead. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead has the high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In an update it was reported the patient underwent a lead revision where the lead with high impedance was replaced. There were no complications. Therapy was restored.

Manufacturer narrative:
E1 - physician information has been updated.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the lead was explanted and replaced. Therapy was restored post-op.